Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's ability to accurately deliver insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed a replace cartridge alarm on "(B)(4) 201". A manual time change was observed in the black box on (B)(4) 2015 from 11:24 to 22:24. A manual date/time change was made from (B)(4) 2015 at 14:37 to (B)(4) 2015 14:39. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No alarms occurred during testing. The alleged issue could not be duplicated.